Event description:
It was reported that the patient has expired. No further details were provided. The date of patient's death and implant duration are unknown.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 08/20/2010 and 08/27/2010); however, no additional information was received. The cause of death remains unknown. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.